Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's husband reported that patient has "nodules and rupture in the right breast". Healthcare professional reported "intracapsular rupture and simple cyst in right breast" diagnosed via ultrasound and capsular contracture baker grade ii. The device remains implanted.